Event description:
Pt revised due to tibial tray was loose due to osteolysis. Poly insert showed pitting on both medial and lateral sides. Replaced tray and insert. Patella and femoral is well fixed and in excellent condition.